Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Additionally, it was reported that the customer did not perform proper loading procedure. Customer¿s blood glucose (bg) level was 522 mg/dl. A correction bolus via the pump was delivered to address bg. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.